Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage test strip UDI: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for low blood glucose test results. At the time of the call the customer reported symptoms of blurry vision and frequent urination. Medical attention was not needed at the time of the call. Customer did not provide actual blood glucose test results of concern. The customer's expected fasting blood glucose test result range is 109 - 115 mg/dl. No further information was able to be obtained. The meter memory was not reviewed for previous test result history.